Event description:
It was reported that during treatment the pump did not work. Instructions were followed and the pump started to work at the first try and gain a seal but then stopped. It was tried to initiate seal again but the pump did not start the second time. The next day a new pump was obtained and continue the therapy.